Event description:
It was reported that during the implant procedure, the helix could not be retracted. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.